Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the patient was supposed to have surgery for explant last (B)(6) 2020, but the patient ate and therefore anesthesia cancelled the case. The reps understanding was the patient would now be referred out to neurosurgery for full explant on an unknown date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider via a device manufacturer representative on 2020-jan-27. It was reported that the cause of the problem was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 from the patient who reported that she had the pain pump implanted because she had been told that she had been born with scoliosis that manifested when she was older. Before the pump implant she was in pain, so her hcp (healthcare provider) ¿took out a ruptured disc until he took out every single one of them¿. She stated that she had had numerous back surgeries starting in 2002 before she got her pump implanted. The hcp then told her there was nothing else he could do and suggested she get a pain pump. She stated that she had had good luck with her pump until recently. Per the patient, during a recent refill, the hcp could not get all the medication out of the pump nor could they get much into the pump because it was not empty. She stated that after that things were a blur and she was sent to another facility where they tried to refill it and could not. The hcp said it was blocked and had been blocked for 2 or 3 months. Per that patient, after that she got ugly with them because t hey were not doing anything for her. She stated that she was in pain and in bed all the time. She was still hurting so finally they had her go to another hcp at another hospital. She stated that when she checked in the nurse asked her if she was all ready for surgery and she told the nurse no and told the nurse she had had coffee and toast that morning because she did not know it would be a surgery so the procedure was canceled and now no one would talk to her. She had seen a spine management person on monday who just gave her sample patches of lidocaine or dilaudid and they made her itch so bad. She was calling today because she was trying to find a new hcp. Per the patient, the pump was delivering lidocaine. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial/lot #: (B)(4), ubd: 11-jul-2013, UDI#: (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 6 mg/ml of hydromorphone at 0.88 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that the patient came in for a catheter dye study and the catheter could not be aspirated. No dye was injected as a result. No environmental/external/patient factors were reported. Surgical intervention was planned but had not been scheduled. No other interventions occurred. The issue was not considered resolved at the time of the report. No patient symptoms were reported. The patient's status at the time of the event was listed as "alive-no injury". No further complications were reported.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. The previously reported patient code (B)(4) no longer applies to this event and has been updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-feb-03, additional information was received from the manufacturer representative (rep). The rep stated that the patient has been to the emergency room (ER) with episodes of passing out and they were wanting to have the pump permanently shut off. The permanence and off codes were reviewed. The rep stated they would communicate with the hcp's office along with options of minimum rate.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(6), implanted: (B)(6) 2011. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider and a manufacture representative reported the patient had the pump explanted on (B)(6) 2020. The patient went into the hcp's office on (B)(6) 2020 for wound check and (B)(6) 2020 for staple removal. The patient was referred to (B)(6) for any future pain management needs.